Event description:
It was reported that on (B)(6) 2022 a revision surgery was performed in order to exchange an unknown genesis ii total knee tibial insert due to infection. No further details available at this moment as well as the current health status of the patient.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision surgery was performed to exchange an unknown genesis ii total knee tibial insert due to unspecified reasons. Reportedly, the current health status of the patient is unknown. As of the date of this medical investigation, the supporting clinical documentation has not been provided; therefore, no clinical factors could be concluded to have contributed to the reported event. Patient impact beyond the reported revision could not be determined. No further medical assessment can be rendered at this time. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.